Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. Device was also received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose was 120 mg/dl. The customer stated the buttons and the surrounding plastic was bloated. Troubleshooting was performed for keypad anomaly notice that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. Customer states that there was a response from a button, however the buttons are hard to press. Advised to monitor the pump. The insulin pump will be returned for analysis.